Manufacturer narrative:
This event has not been officially provided to oticon medical as a complaint or reportable event. Only discussed with the sales representative during a meeting. Further information has been requested. The implant has not been returned to oticon medical at the time of this report and limited information about the occurred have been received. Implant loss is not considered by the manufacturer to be an adverse event, since it is not caused by malfunction, or have caused serious injury or death. Implant loss is known to occur, based on known facts for titanium implants intended for osseointegration. Trauma to the abutment that might cause implant loss is considered in the risk management and included in the patient information. There are no indications that the occurred is a result of manufacturing or component failure.

Event description:
Patient was implanted during (B)(6) 2011, no detailed information obtained. The patient suffered implant loss due to trauma to the abutment. No information at the time, ni, received from the clinic at the time of this report. The event occurred in the (B)(6).